Event description:
It was reported that after deployment of multi-link 8 stent, the stent delivery system (sds) balloon was slow to deflate and was difficult to remove from the implanted stent. The sds balloon was able to be deflated and was pulled out forcefully with the guide wire. No adverse patient effects were reported. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue could not be confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the multi-link 8 instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Although the application of force was applied during removal, this would have been post the deflation issue and was circumstantial to remove the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.